Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx2 bif and vela suprarenal. On (B)(6) 2018 patient underwent an intervention for a potential endoleak type ia where the physician implanted an aortic extension. It was noted that there was a small endoleak type 2 at the end of the procedure. Patient is stable post secondary.